Event description:
On 1/12/2022, it was reported by a sales representative via email that an ar-1530bc handle inserter broke when the biocomposite-tenodesis screw was removed from the driver. This was discovered during a thumb mc arthroplasty procedure on (B)(6) 2022. Surgeon used a new product and case was completed without further issues. Additional information received 1/13/2022: device failure occurred outside of the patients body and nothing broke inside. Patient was not affected.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Two unpackaged ar-1530bc drivers and one biocomposite screw was received for investigation. Visual inspection identified that the distal tip of one of the two drivers had broken off and was stuck within the biocomposite screw. A probable cause is attributed to prying/leveraging the driver within the screw.